Event description:
It was reported that during a gastric banding procedure, they could not get air or fluid thru the device. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 04/06/2009. Info anticipated, but unavailable at this time.